Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes have abnormal additives. The following information was provided by the initial reporter. The customer stated: attached is a photo taken on (B)(6) 2023 by an efs blood donor collection team in the occitanie region.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality.